Event description:
Device issue: stretched tip. Time of device issue: during stenting procedure. Adverse event: none. It was reported that during advancing the guide wire down the femoral artery to the heavily calcified posterior tibial artery, resistance was felt halfway down the posterior tibial artery. It was noted that the tip of the guide wire had stretched. The physician slowly removed the guide wire from the anatomy. The guide wire remained intact and nothing remained in the patient's anatomy. A non-abbott guide wire was used to complete the procedure. There were no reported adverse patient effects. No additional information was provided. This report is being reported based on the returned product evaluation, which found the guide wire core to be separated.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.